Event description:
Slider gds couple detached from graft while tunneling. Graft was able to be implanted and worked well.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.